Event description:
Reporter alleged blood glucose measured 59, 100, and 45 mg/dl when testing was performed back to back on the device. No additional info could be obtained by the MFR regarding actions or treatment despite several unsuccessful attempts. A request was made for the return of the suspect device and replacement product was sent.